Event description:
After performing the third pullback, the doctor was removing the device and distal portion of the catheter shaft separated and remained inside the body. A snare was used to successfully remove the separated piece from the patient. No patient injury was reported.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there have been no other complaints reported for this failure mode within this lot. The device has not yet been returned. However, a full evaluation will be conducted when the device is received and a supplemental report will be submitted following the investigation. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.